Event description:
It was reported that the customer is in the hospital with high blood glucose levels, and needs immediate training. The caller stated that the customer could not be released from the hospital until she receives formal training. The local representative was contacted via email, and was given all of the information. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.